Manufacturer narrative:
ADDITIONAL INFORMATION: SECTION H IMDRF ANNEX CODES. A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 23-MAR-2016 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT THE MATRIX DRAWER 2.2, NOT DETECTED ON BUS. A FIELD SERVICE ENGINEER REPLACED THE RETRACTOR BAND, AND ALL CABLES AND WIRES WERE RESEATED TO ENSURE PROPER CONNECTIONS. THE SYSTEM WAS THEN REBOOTED, AND ITS OPERABILITY WAS VERIFIED USING THE HARDWARE TEST APPLICATION. FUNCTIONALITY WAS TESTED THOROUGHLY, AND ALL TESTS WERE COMPLETED SUCCESSFULLY. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER REPAIRED THE DEVICE.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT A BD PYXIS¿ ANESTHESIA STATION ES DRAWER WAS NOT DETECTED ON BUS. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Event description:
IT WAS REPORTED BY THE CUSTOMER THAT A BD PYXIS¿ ANESTHESIA STATION ES DRAWER WAS NOT DETECTED ON BUS. THE CUSTOMER STATED THAT THIS MALFUNCTION CAUSED A DELAY IN DISPENSING MEDICATION TO PATIENTS. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A DEVICE EVALUATION IS ANTICIPATED BUT HAS NOT YET BEGUN. UPON COMPLETION OF THE INVESTIGATION, A SUPPLEMENTAL REPORT WILL BE FILED.

Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES Drawer was not detected on bus.The customer stated that this malfunction caused a delay in dispensing medication to patients.As per part investigation, it was determined that the reported drawer not detected on bus condition was caused by physical and thermal damage to the retractor band harness assembly (b)(4), including exposed copper strands, cuts, and burn marks resulting from friction with the chassis, which compromised drawer communication and functionality.There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer on Correction: Section D Unique Identifier (UDI)PART ANALYSIS:The reported condition of ¿Drawer not detected on bus¿ was confirmed by Field Service Engineer and subsequently confirmed in the DCHU inspection process.According to Work Order #02008938, the FSE reported that the Matrix drawer 2.2 was not detected on bus. The FSE replaced retractor band, then reseated all cables and wires and verified it was operable in hardware test application. The report was closed.During DCHU Visual Inspection:(b)(4): The ¿ASSY, HARNESS, RETRACTOR BAND, HINGED, PAS¿ was found with exposed copper strands, cuts and burn marks, which are signs of thermal damage.During DCHU Testing:(b)(4): DCHU testing was not required due to the sign of thermal damage observed during the visual inspection.The device was in use for treatment purposes as intended per 21 CFR 820.198(d).ROOT CAUSE:The root cause of the reported condition was determined to be a damaged ¿ASSY, HARNESS, RETRACTOR BAND, HINGED, PAS¿ with signs of physical and thermal damage caused by the constant friction with the chassis, which compromised the proper functionality of the drawer.